Event description:
A customer observed positively biased glu results on the dt60 analyzer on a patient sample. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event revealed that calibration parameters were typical compared to expected values. Qc results were within expected intervals. A precision test yielded acceptable results. The customer's sample handling procedure was verified. The service depot confirmed that the analyzer was performing as expected. The root cause of the event was not determined.